Event description:
It was reported that the pacing impedance measurements of both the right atrial (ra) lead and right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system were high out of range and the values were fluctuating. Technical services (ts) analyzed device data and confirmed the fluctuating impedance measurements and observed mechanical noise on the ra channel and shock channels along with occasional loss of capture and far-field oversensing of the atrial signal on the rv channel. Both leads were not manufactured by boston scientific. Ts provided troubleshooting including recommending in clinic evaluation and x-rays. No adverse patient effects were reported. Currently, this ICD system remains in service.